Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the blockage alarm sounded¿ was confirmed through review of event history log. The exact cause could not be identified, but since the history/error logs showed that the problem occurred frequently, it was possible that there was an abnormality in the route. Preventively, the reported issue was addressed by recalibration of the occlusion detection sensor. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the blockage alarm activated during priming. There was no patient involvement, and no patient harm was reported.